Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose was in the 100s mg/dl range. Customer declined troubleshooting with tandem technical support. Customer continued to use the pump for insulin therapy.